Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-may-2026, it was reported by a distributor via (B)(4) that a qty. 2 of ar-8737-37 1.5 mm hex, cannulated driver shafts broke during use. This was discovered during a fracture of the metatarsal procedure with no patient harm. No pieces were reported to have broken off inside the patient. The case was completed with another device.